Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the "all light emitting diodes are flashing." Malfunctions would likely be related to a defective socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned but was evaluated on site by a technician. It was reported that a defective socket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source leds were flashing. The issue occurred during preparation for use. There were no reports of patient harm.